Event description:
It was reported that, "alignment tower wouldn't tighten." Further info received confirmed that another device was brought in and the case proceeded without incident.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.